Event description:
It was reported the pt has experienced ineffective stimulation coverage. The pt reported her ipg appears to be very shallow and she had not charged her ipg since (B)(6) 2011. She stated she did not lose stimulation until (B)(6) 2012. It was reported the pt has elected to have her system explanted. No further information is available at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.